Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room due to low blood glucose, on (B)(6) 2019 with blood glucose level was 20 mg/dl. Customer did not provided any information about the symptoms due to high blood glucose. Customer alleged insulin pump was over delivery. Customer reported they took much insulin. Customer was not feel ok with troubleshooting. The insulin pump will not be returned for analysis.